Event description:
During knee arthroscopy, the agressor forcep (new), was being used to remove meniscus. During the case, the jaws ceased to open and metal slivers were seen in the joint cavity. The physician continued with another instrument and irregated/suctioned the debris out. The patient has no apparent problem as a result of the failure, and will be followed-up as normal by the attending physician. A dyonics video system was used during the procedure and upon reviewing the tape, the nose of the forcep apparently came apart at the welddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: inadequate quality assurance, manufacturing, material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.